Event description:
It is reported that the patient is experiencing pain.

Manufacturer narrative:
Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. Attempts have been made to obtain additional information however, no further information has been received to date. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of x-rays, product or further information. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable.